Event description:
Patient was implanted on the left side and had to undergo a wound debridement due to a superficial infection. Patient reported satisfaction and no other complications.

Manufacturer narrative:
Additional information was received on oct 15, 2020. Additional: b3. Correction: b4, g4, g7, h2, h10. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
See h10.

Manufacturer narrative:
Based on information provided from surgeon that dermabond caused incision wound edges to become necrotic requiring medical intervention and treatment of antibiotics as preventive measure; and no indication of implant involvement. Therefore this complaint will be set to not-a-complaint as the patient had reaction to another manufacturers product. Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: g7 pps ltd acetabular shl 48c. Catalog#: 010000661; lot#: 6721216. Liner neutral 32 mm i.d. Size c for use with g7 acetabular system only. Catalog#: 30103203; lot#: 64669012. Femoral stem cementless collared high offset 12/14 taper size 4. Catalog#: 574202040; lot#: 3012866. Therapy date: unknown. The manufacturer received other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and had to undergo a wound debridement due to a superficial infection. Patient reported satisfaction and no other complications.